Event description:
An overdelivery of morphine due to an operator error in programming the device. The pump was programmed in the continuous + pca mode with a concentration of 0.1mg/ml instead of the intended 1.0mg/ml. The remainder of the settings included a continuous rate of 1.0mg/hr, a pca dose of 1mg, a patient lockout of 15 minutes, and no 4-hour limit. After 2 1/2 hours, the patient received a total of approximately 81mg of morphine, inclusive of 6 pca doses and a continuous delivery rate of 1.0 mg/hr. The patient was found with a respiratory rate of 12 breaths per minute, a pulse rate of 144, and an oxygen saturation of 70-80% on room air. The patient was aroused with tactile stimulation. At this time, the nurse reportedly discovered the programming error and the infusion was stopped. The patient was treated with a total of 0.4mg of narcan and was subsequently placed on oxygen at 2l/minute. The patient reportedly recovered from the event. Though requested, no additional information was available.